Event description:
It was reported that during the implant procedure, the helix of this right ventricular (rv) lead, could not be extended when performing rotations after placement, and it still would not operate after the guidewire was removed. The lead was removed from the patient, and the helix mechanism was tested on the table and the helix extended. Another attempt was made to insert the lead, but the helix was still unable to be extended while inserted in the patient. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.